Event description:
Additional information reported that the patient underwent a routine heart transplant.

Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additional information revealed that the hospital was contacted for the information and would not provide any additional information related to the event. The patient remains ongoing on the hm ii lvas, (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection and bleeding (perioperative or late) as adverse events that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The hm ii lvas patient handbook, rev. D, is also currently available. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received a heart transplant.

Manufacturer narrative:
Section a: patient weight was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.